Manufacturer narrative:
Pump received with alarm during self test due to faulty board. Pump passed displacement test, rewind test, basic occlusion test,prime test, excessive no delivery test, occlusion test, and error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked case near display window corners, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump excessively alarmed radio frequency test failed. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.